Manufacturer narrative:
Investigation: the complaint same is not available. Batch production record controls resulted with conformity. Non-conformity was not observed during manufacturing process. There are other complaints that were reported against the lot. The reported event is adequately addressed in the instructions for use and/or on the label. There is no indication that the reported failure relates to falsification. Retained sample examination noted that the samples were checked for component defect, assembly failure, conformity with product specifications and leakage test checked under air/liquid pressure for assembly failure and leakage. As a result of examination, no failure detected on the retained samples. According to the reported event, possible reason of the reported defect might be related to component defect, assembly failure, or connection failure but not limited to. The complaint was admitted, however exact reason of the defect could not be determined due to absence of the original sample examination.

Event description:
It was reported that a multifiltrate pro secucas ci-ca hd connector/coupling on the red access line broke 4 times over the last 4 weeks in the same patient during the patient¿s continuous renal replacement therapy (crrt) treatment. The event occurred when disconnecting or reconnecting. The patient experienced approximately 200 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Event description:
It was reported that a multifiltrate pro secucas ci-ca hd connector/coupling on the red access line broke 4 times over the last 4 weeks in the same patient during the patient¿s continuous renal replacement therapy (crrt) treatment. The event occurred when disconnecting or reconnecting. The patient experienced approximately 200 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.